Manufacturer narrative:
No further information expected. A physician with 10 years of experience with tutomesh® has performed 20+ cases per year with abp applications for the following indications: post mastectomy reconstruction, sub-pectoral placement, immediate reconstruction. The reporting physician did not want to follow up on the outstanding questions. Currently there is no individual patient data available. The reported adverse reactions cannot be linked to a specific patient at this time. Hence, this case constitutes a multiple patient case. No assessment can be performed on an individual basis the batch documentation check and a trend analysis could not be carried out due to a lack of product data. A root cause analysis could also not be carried out due to the lack of data. As a result, the reported side effects cannot be associated with a specific patient. An individual assessment of the causality is not possible. The reason for the complaint could not be verified due to the lack of information. Based on the results of the investigations, there was no indication of a product defect found.

Manufacturer narrative:
Unique identifiers were not provided in order to conduct a comprehensive records re-review. If additional information becomes available, a follow up report will be submitted.

Event description:
Rti surgical, inc (rti) and tutogen medical (B)(4) (tmi), a wholly subsidiary of rti, received a complaint on 02/16/2021. An adverse event was reported through a post market survey for tutomesh for breast reconstruction. The survey indicated that the dr. (B)(6) (10 years' experience with the product; 20+ cases/year), has experienced the following post-operative complications: infections, seroma formation and skin flap necrosis in 1 - 5% of cases; red breast syndrome in less than 1% of cases. Additional information has been requested. To date, no additional information has been received.